Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of 1 opened and used enlite sensor performed the continuity resistance test the sensor passed per specifications however, performed the bicarbonate buffer test and the sensor failed with high readings.

Event description:
A customer reported via phone call indicating that sensor issues on their insulin pump. The patient's blood glucose was 419 mg/dl at the time of the call. The customer stated that their sensor was not communicating with their transmitter. The customer was assisted with trouble shooting and was informed that the sensor needs to be replaced. The customer was sent a new sensor.